Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an ankle surgery. Allegedly, tibial tray subsidence was noted 6 weeks post-op. The anterior edge migrated superiorly and the posterior edge migrated inferiorly. The patient will need to undergo a total ankle revision surgery.

Manufacturer narrative:
The product was not returned; however, a few radiographic images were provided. Two radiographic images that were taken intraoperatively (lateral view), and three radiographic images that were taken postoperatively (2 lateral and 1 a-p view) were provided. Review of the radiographic images confirms that the tibial tray has loosened.